Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother called to report a hospitalization due to high blood glucose. Customer's blood glucose reading is 284 mg/dl. The blood glucose reading at the time of the event was 757 mg/dl. Customer has a fever and high blood glucose. Diagnosed with diabetic ketoacidosis. Caller also stated that the cannula was kinked which lead to diabetic ketoacidosis. Nothing further reported.